Manufacturer narrative:
Multiple attempts have been made to obtain additional details from the account by phone and email. The original report stated "there was a light glove that was placed onto a surgical light. When light glove was moved a split in the glove was detected and light glove was quarantined". It is unknown if this occurred during a procedure or during operating room set-up. It is unknown if this incident reached the patient or required any medical intervention. Medtronic is the manufacturer of this device and currently have initiated a recall on this device. Medtronic has been notified and will conduct an investigation. Due to the reported incident and in an abundance of caution this med watch is being filed.

Event description:
It was reported a light cover split when placed on a surgical light.